Event description:
Customer's family member reported that customer being hospitalized for low blood glucose. Customer's family member also indicated that the pt's doctor is requesting their pump be replaced.